Event description:
Caregiver called to report that the patient's lfs meter has segments missing. Patient feels their leg was amputated because the meter was not working because of the segments missing. Patient was released from the hospital in 07/2002 and patient was there for 3 months after their leg amputation. The meter had segments missing 4 months prior before patients leg amputation. Ccr was unable to resolve the issue. Meter was replaced